Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: it was reported that the femur array moved during surgery and the checkpoint was off by 2mm. Re-registered patient and continued with case. The accubalance graph was off with a 13-14 extension and 9-12 flexion. Also, doctor mentioned the distal resection portion of surgery that the cuts were not as smooth as he would like and still feels like system stutters. Fse requested to pull logs and perform a system checkout. When was the issue observed: during surgery , troubleshooting: n/a, patient involvement? Yes, were there reports of injuries, medical intervention or prolonged hospitalization? No are patient treatments delayed or cancelled? No, next day of surgery: unknown. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation was able to confirm that the femur array moved but was not able to confirm that the femur array checkpoint was 2 mm off. The log file analysis did show that the patient anatomy was reacquired after the femur checkpoint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.